Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed by evaluation of the returned product. Visual examination found loose debris in the sterile packagaing that is not visually consistent with the makeup of the device itself and is considered foreign debris. Review of the device history records identified no anomalies or deficiencies during manufacturing. The condition of the device when it left for distribution is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the provided work instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product was not used or opened for a patient in a procedure because it was noticed that a plastic piece was loose inside of the sealed implant box. Attempts have been made and there is no further information at this time.